Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received motor error few times. The customer blood glucose level was 198 mg/dl. It was also reported that customer was advised to change infusion set and it did not resolved the issue. The customer was advised to go back to backup plan. The insulin pump will not be returned for analysis.